Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address metallosis and elevated cobalt chrome levels. During revision a pseudotumor was encountered. At this time the patient's femoral stem is being added to the complaint and reported.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient was revised due to an adverse tissue reaction and cup loosening.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical report states patient was revised due to an adverse tissue reaction and cup loosening. Update rec'd 08/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address metallosis and elevated cobalt chrome levels. During revision a pseudotumor was encountered. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 08/25/2016 update rec¿d 11/02/2016- litigation papers received. In addition to what was previously reported, litigation also alleges friction and wear. Complaint was updated 11/16/2016 update 02/09/17 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pseudotumor, cup loosening, cup malpositioning, and increased metal ions (with labs). There was no mention of wear at previously alleged. There is no new information that would change the existing MDR decision. The complaint was updated on:3/1/2017.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patient was revised due to an adverse tissue reaction and cup loosening. Update rec'd 08/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address metallosis and elevated cobalt chrome levels. During revision a pseudotumor was encountered. At this time the patient's femoral stem is being added to the complaint and reported. Update rec¿d 11/02/2016- litigation papers received. In addition to what was previously reported, litigation also alleges friction and wear. Update 02/09/17 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pseudotumor, cup loosening, cup malpositioning, and increased metal ions (with labs). There was no mention of wear at previously alleged. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified one other report against the femoral stem and no others against the remaining product/lot code combinations. Review of femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.